Event description:
Clinical study-it was reported that 153 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.75 x 28 mm taxus stent. Residual stenosis was 0% following post-dilatation. Two days later, the pt complained of shortness of breath again and was given IV lasix. Two days later, the pt underwent ptca and placement of cypher stents in the circumflex (om1 and av groove branches). The pt was discharged to a rehab facility 7 days later. The pt was admitted 5 months later with shortness of breath. The diagnosis in the ed was 'pneumonia with hypoxia'. The pt was also felt to have some element of congestive heart failure; bnp was elevated. The patient's spouse confirmed their dnr status. The pt expired six days later according to the family. A death certificate was requested but is not available.